Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13cm distal to the is-1 connector pin into two segments. A proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized. The analysis showed multiple signs of wear along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found worn through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to noise resulting in 1 inappropriate 40j shock. Should additional information become available, it will be added to this file.